Event description:
Injection site arthritis [injection site arthritis] 27 cm3 of a cloudy liquid [joint effusion]. Case narrative: initial information received on (B)(6) 2018 from regarding an unsolicited valid serious case from france received from a physician. This case involves a (B)(6) years old female patient who experienced injection site arthritis and 27 cm3 of a cloudy liquid was injected out (latency: 1 day), after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included hypertension and hypercholesterolaemia. The patient's past medical treatment included lopressor, loxen and micardis for hypertension; zocor for hyperlipidemia and kardegic. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received inra-articular hylan g-f 20, sodium hyaluronate one injection, once for an unknown indication (lot - 7rsl048, exp: october 2020). On (B)(6) 2018, the next day following the day of injection, the patient developed a serious injection site arthritis. On the same day a27 cm3 of a cloudy liquid was injected out. Laboratory examination of the liquid revealed sterile, 3210 red blood cells / ml, 6720 leukocytes / ml of which 84% polynuclear, no crystals. It was reported that the patient showed a great improvement in few days. Final diagnosis was injection site arthritis and joint effusion. Seriousness criteria: medically significant. Corrective treatment: cortancyl (prednisone) for injection site joint inflammation. Outcome: unknown. A product technical complaint (ptc) was initiated on 06-aug-2018 for "synvisc one". Batch number; 7rsl048; global ptc number: (B)(4). The production and quality control documentation for lot 7rsl048 expiration date (10/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review lot, frequency analysis for lot 7rsl048 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2018 there are 2 complaints on file for lot 7rsl048 and all related sublots. 2 complaints are on file for lot 7rsl048: (2) adverse event reports. Sanofi will continue to monitor complaints as stated in (B)(4) product complaint handlingto determine if a CAPA is required. Additional information was received on 06-aug-2018. Global ptc number & ptc results were added. Text was amended accordingly. Follow up information received on 16-oct-2018. No new information received.